Manufacturer narrative:
The product investigation was completed. Upon receipt, the catheter was visually inspected, and it was found with a hole on pebax and internal parts exposed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation; however, the blood inside the pebax area could be related to the reported issue. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures; however, it could be related to the handling of the device during the procedure--which cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
A patient underwent an premature ventricular contraction (pvc) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish-brown material inside and internal parts exposed. During the procedure as ventricular ablation was occurring, the display of the ablation catheter showed a larger movement despite the patient actually moving in smaller increments. Additionally, the physician experienced an unexpected increase in contact force. Both issues occurred approximately 1 hour since the smarttouch sf catheter was first used. The cable was changed but the issues continued. When the force issue occurred, the catheter would shake and would not be easily removed, so the same catheter was used to complete the procedure. The procedure was completed without patient consequence. The force issue is not MDR-reportable. The visualization issue is not MDR-reportable. However, the hole in the pebax is an MDR-reportable finding.